Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
See attached medwatch report (1 page). It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was located in the right coronary artery (rca) and was very tortuous and heavily calcified. The physician attempted to deliver the 3.00x12mm taxus express2 stent to the rca, but was unable to advance due to heavy calcium. The physician attempted to pull back the stent, but the stent dislodged into the rca. The physician went in with a maverick balloon of unk size and deployed the stent proximal to the lesion with distal edge dissection. There was good blood flow after stent deployment. The procedure was ended as the physician was unable to get a stent back to the lesion. The pt condition is listed as okay. Further info has been requested, but has not been received.